Manufacturer narrative:
The thermogard ivtm console (sn: (B)(4)) was evaluated by zoll service at the customer site. The reported complaint of "the thermogard console displayed a 'check air trap' error message" and heavy condensation was noted on the air trap chamber of the start-up kit (suk)" was not confirmed during the functional testing. The reported complaint of "difficulty to remove start-up kit (suk) air trap from the air trap holder of the thermogard xp ivtm system" was confirmed during the visual inspection of the thermogard xp console. The root cause was due to an uneven gap between the console's top cover deck and the air trap holder caused by migration of a water sealant gasket. The position of the air trap sealant material was adjusted to address the reported complaint. In addition, the suk (lot # 145062) was returned to zoll for evaluation. Investigation revealed that the suk polycarbonate tube has a burr located around the circumference of the top end of the suk tube. The presence of burr would cause the reported fitment issue. As a corrective action, an additional step for removal of the circumferential burrs from the outside edge of the tubes was added into the manufacturing process. During visual inspection, there was no physical damage observed on the ivtm thermogard console. The event log review showed no significant discrepancies. The ivtm thermogard console passed the initial functional testing without any fault or error, and the customer's reported complaint of heavy condensation and "check air trap" error message could not be replicated. Following service, the thermogard console passed all tests with no issues, and readings were within the specified limits.

Event description:
During ivtm therapy, the thermogard console (sn: (B)(4)) displayed a "check air trap" error message. As reported, heavy condensation was noted on the air trap chamber of the start-up kit (suk) (lot # 145062). The air trap chamber was cleaned/dried, and the treatment resumed. However, after a short amount of time, the same issue happened again. The suk was examined, and no leak was observed at the air trap block assembly. The air trap chamber was cleaned/dried again, and the therapy continued. After the procedure was completed, it was noted that it was difficult to remove the suk air trap from the air trap holder of the thermogard console. No consequences or impact to the patient.